Event description:
It was reported that the customer went to the emergency room with a blood glucose of 597 mg/dl. The customer alleged that the pump did not deliver boluses however, pump history show boluses were delivered. The customer was treated with intravenous fluids of magnesium, potassium, saline and insulin. The customer was released 06/17/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.